Event description:
It was reported that the patient received inappropriate shocks due to undersensing of r waves leading to oversensing. It was suspected that the electrode had dislodged because it was too short as the patient has a large thorax. The physician opted to explant the electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device and implant a new transvenous implantable cardioverter defibrillator system.